Event description:
It was reported the device exhibited an over delivery and a high pressure alarm. Per reporter, the patient arrived three hours early and the bag was empty. The device settings: total reservoir volume was 138 ml, total given was 125.05 ml. The upstream sensor was on. Per reported this is outside of the 6 percent variance. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be due to the expulsor not operating as intended. The most probable cause for the high-pressure alarm was due to a downstream blockage, kink in the fluid path, or a closed tubing clamp; if not, the dso sensor may not have been operating as intended, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.